Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced connector release tab to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that intuitive surgical, inc. (Isi) technical support engineer (tse) received a report that one of the release tabs on the system cable had come off. There was no report of patient involvement.